Manufacturer narrative:
G2: country of origin is germany. G4 510(k)#: please note that this product cx01b-c (xpede bone cement and mixer, EU) is not marketed in the united states; however, it is similar to the united states marketed device cx01b (xpede bone cement & mixer kit, us) with 510k(#) k102397. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty spi nal therapy for osteoporotic fracture. It was reported that during preparation at the back up table for a kyphoplasty procedure, when mixing liquid and powder, liquid immediately leaked out of the mixer. The mixer was leaking, which required a new cement and mixing system to be opened. There was no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that reported issue had happened due to issue with the mixer.